Manufacturer narrative:
(B)(4). The reported event was confirmed. Visual inspection of the returned product found a hole that has penetrated through both layers of the tyvek packaging. Sterility has been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the max-ti 72 implant was found to have a hole in the inner sterile packaging as well as the outer packaging. Attempts have been made and additional information on the reported event is unavailable at this time.